Event description:
This patient uses the walkaide device from innovative neurotronics which is a device that uses skin surface electrodes to treat drop foot. Patient's father e-mailed on 08/27/2008 stating that the patient had developed sores on her leg at the electrode sites, which took approximately one month to heal. Patient has not been wearing the walkaide since the sores developed. I have not seen the patient since the sores developed. We are currently trying to schedule for follow up. Dates of use: 2008. Diagnosis or reason for use: drop foot, traumatic brain injury. Event abated after use stopped or dose reduced: yes. The walkaide was delivered to the patient in 2008. I do not know when the device was discontinued, however, the father stated in his e-mail that the patient stopped using the device about one month prior to sending the 08/27/2008 e-mail notifying me that the patient had developed sores.